Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed to determine if the device was manufactured within the bounding time period of the field action us FDA # z-1273-2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days post-op was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Please provide an update on any further treatment. What is the current status of the patient? Maude report number: mw5087224.

Event description:
It was reported that, in (B)(6) 2019 patient underwent a colon resection and anastomosis of diverticuli of large intestine, there was a leakage and fecal matter noted in the jp drain and subsequently had additional drain placed by an interventional radiologist. Serial CT of the abdominal indicated leakage at the anastomotic site with fluid collections. Patient had PICC line placed for out-patient/home care for minimum 14 days. The ethicon stapler used is under a class I product recall as of 2019.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what was the result? Yes, no leak identified per operative report. How many days post-op was the leak identified? Pod #4. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Unknown. Please provide an update on any further treatment. 6/11/19 update: still with jp drain but no output, appears on CT of abdomen that fistula has resolved. Plan to remove jp drain in one week (probably done in md office. No documentation available in hospital charting), and 7 day course of IV daptomycin via PICC (home care notes not available in the hospital record). No further hospital records available at this time. What is the current status of the patient? Since no additional hospitalizations have occurred since 6/11/19 this information is unknown at this time.